Manufacturer narrative:
Section b3: event date is estimated. The event of high impedance/ipg inoperable was reported to abbott. The leads were explanted and replaced due to high impedances resulting in ineffective therapy. The ipg became in inoperable post-op. The device was placed in surgery mode. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had high impedance on both of their scs leads. The patient noted a lack of therapeutic efficacy. Surgical intervention was undertaken on 28mar2024 wherein the patient's scs leads were explanted and replaced. Intraoperatively when attempting to connect the new leads to the ipg it was noticed that the patient's ipg was no longer communicating with external devices. Intraoperative troubleshooting was unable to recover the ipg. The patient's ipg was then explanted, replaced, and therapy was restored.